Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced bilateral endophthalmitis. The procedure was completed on the same day. There are two medical reports associated with same event. This file belongs to left eye. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.